Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the customer site was retrained on proper system shut down technique.